Event description:
Exact date of event is unk, event occurred in 2009. It was reported to boston scientific corp that a resolution clip device was used during a hemostatic clipping procedure, in the colon. Pt's age, weight and gender were not provided. According to the complainant, during the procedure, the resolution clip device would not deploy. The clip came out crooked when it finally deployed, and it was jamming. The procedure was completed with a second resolution clip device. There has been no report of pt complications or injury. Pt's status post procedure was reported as fine.

Manufacturer narrative:
The suspect device has been received; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.